Event description:
It was reported that during a gastric bypass procedure, the device continues to activate. While the surgeon presses the max button the cord is on the bottom min button. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. Additional information received: the cord of the handpiece was caught on min button accidentally while the surgeon was depressing the max button. Naturally the surgeon didn't know the cord was caught on the min button, at some point the surgeon released the max button but the max tone continued to beep.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.